Event description:
The following info was reported to co by the pt. The customer reported inaccurately low blood glucose readings with test strips. He opened the bottle of test strips approx 3 weeks ago and immediately began using them. He obtained fasting blood glucose readings of 40-60 mg/dl which were significantly lower than his usual readings of 90-150 mg/dk with test strips. The code was set correctly in this meter. The desiccant is in the bottle of solution. The customer does not have any normal control solution to check the test strips for accuracy. He stated that he performed a check strip test and the result was in range, but he was unwilling to perform another test with the rep. Because the customer returned the test strips to his pharmacy, no tests were performed with the rep. The co rep spoke to the pharmacy where the test strips were returned. They are going to return them for evaluation.